Event description:
A customer contacted beckman coulter regarding an erroneously low total bhcg test result from a single patient that was generated by the unicle dxl 800 access instrument. The customer indicated that they run total bhcg and diluted total bhcg assays on all samples at the same time in order to save time. The total bhcg result was 0.91 mlu/ml and the diluted bhcg was cancelled due to a system error. The low tbhcg result was reported out of the lab. The customer indicated that the sample was retested and the diluted total bhcg was 46108 mlu/ml. The customer retested the same sample in 2005 and the total bhcg result was >1000 mlu/ml. No additional event information was provided by the customer. There has been no change to patient treatment or any injury that can be attributed to this event.